Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Visual evaluation of the returned products identified that the outer cartons have been damaged; outer sterile barriers are damaged. The inner sterile barrier is damaged on products from lot 3139517 and sterility is compromised. The complaint has been confirmed by visual evaluation. Review of the device history records identified no related deviations or anomalies during manufacturing. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. Multiple MDR's submitted for associated products. Links below: 0001825034-2019-04981. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon inspection of product at field office, the packaging appears to have failed during shipping/transit. There was no patient involvement